Event description:
Red status indicator and undefined fault code. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 20th june 2017. The reported fault of red status indicator and undefined fault code in saver evo was confirmed during the investigation. The returned pad-pak was measured and found to be depleted beyond any use. One of the cells in the returned pad-pak was measured and found to have failed. This had resulted in the device failing self-tests due to low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt along with a flashing red status led. It had also resulted in the reported undefined fault codes, as on some occasion the pad-pak had insufficient energy to complete the self-test. An undefined fault code was replicated during the investigation by removing the pad-pak during self-test, therefore the self-test was not completed. Information from the history log suggests the pad-pak was installed on the 12th october 2017 and the device passed all weekly auto self-tests up to the 18th august 2019, with consistent voltages recorded throughout. A significant voltage drop was then recorded during the next auto self-test on the 25th august 2019, indicating the cell had failed by this date. The device current drain and battery monitoring circuitry were verified during the investigation. Furthermore, the device was temperature cycled between 0-50°c for 48 hours with a known good pad-pak while performing a self-test every 20 minutes. No fault was present on the pad-pak after this stress testing. This is equivalent to approximately 33 months of normal use without fault. This would indicate the depletion of the returned pad-pak was due to a single failed cell. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Red status indicator and undefined fault code. There was no patient involved in this event.